Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an eval shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
It was reported that the up and down arrows are unresponsive. It was reported that the pt does use pump in water and the keypad is intact.